Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that he was receiving a motor error alarm. Customer was able to clear motor error alarm, but then as he was giving himself a bolus, he received a no delivery alarm and a motor error alarm and the pump was not responding. Customer stated that after he changed his site, he received a motor error alarm while the device was in his pocket. The customer's blood glucose level was unknown. The customer stated that he was unable to complete the rewind sequence. The customer declined to troubleshoot for the no delivery alarm because he had already changed the infusion set and tubing. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.